Event description:
Complaint received indicated that the head hi/lo would drift down.

Manufacturer narrative:
Technician inspected the hydraulic system and found that the problem was inside the power hydraulic manifold. Replaced the power hydraulic manifold comp. To resolve the issue.